Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, interrogation revealed that the left ventricular lead exhibited loss of capture at maximum output in all configurations. The device was reprogrammed to right ventricular pacing only. There were no consequences for the patient. The patient reported accidentally falling about one week post implant though capture threshold measurements performed after the fall were similar to those at implant. During the lead revision procedure on (B)(6) 2016 fluoroscopy revealed that the lead had dislodged into the coronary sinus. The lead was explanted and replaced. The patient's condition was good during and post procedure.